Event description:
On (B)(6) 2013 clinic notes were received dated may 9, 2012 that indicated the patient has not noted any change in his seizure frequency or severity but the patient¿s father thinks that the seizures are more severe lately. It was stated that the patient¿s medications had been adjusted and the amperage on the vns was recently turned up higher. The patient had a fall that cut his eye and landed him in the ER. Good faith attempts for further information have been made but no additional information has been received from the physician.

Event description:
An implant card was received which indicated that the patient underwent generator replacement on (B)(6) 2013 due to "battery depletion". The explanting facility does not returned explanted products for analysis.